Manufacturer narrative:
Device remains implanted in the pt. The review of the mfg paperwork verified that this lot met all pre-release specifications. Unable to determine the cause. Also implanted in this pt, but not associated with this event are pxc161200/lot #04308921. Pxc161000/lot #03736630.

Event description:
In 2006, the pt was treated for an abdominal aortic aneurysm with the gore excluder aaa endoprosthesis. In 2007, it was reported the pt was experiencing a proximal type I endoleak. The following month, the physician treated the type I endoleak with a gore aortic extender component. Final angiography showed the endoleak had resolved and the pt was reported to be doing well.